Event description:
It was reported that the ups to the 2800 system is displaying a service error. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.